Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having a "hard time registering." After reseating the emitter and break-out-box (bob) connections, the site was able to proceed with the case. Troubleshooting was performed. The system was booted up while it remained unplugged from wall power and set up in the operating room. The tracker and registration probe were connected and the registration screen for both instruments showed a high geometry error, however, it did not display that localizer was not connected or faulted. It was noted that the emitter and bob were showing green and the lights where the instruments were plugged in were also green. There was no metal interference and the bed was a carbon fiber bed. After moving the flat emitter to the floor, there was no improvement. The connections were then unplugged from the bob ports and plugged into different ports, which caused the geometry error for the instruments to go into normal range. The flat emitter was then set up on the bed and the system performed as intended. A reboot was performed and the issue was not able to be repeated. There was no impact on patient outcome or surgical delay.

Manufacturer narrative:
H2 additional information: d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733752, serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.